Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating a malfunction. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No accessories were returned for evaluation as part of this investigation. Review of the device log found no evidence related to the report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not hold pressure on any setting. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.